Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm, which was not reproduced. Evidence for the reported problem "downstream occlusion alarm" was found through review of the event history log by the presence of a single "downstream occlusion!" On the reported date of occurrence in the log; however, it cannot be determined if the alarm is true or false. During evaluation, physical inspection found the downstream tubing guide depth to be out of specification. The downstream tubing guide was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04380 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during preventative maintenance testing. It was also reported there was no patient involvement.